Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed an episode of ventricular tachycardia which had two aborted shocks due to over current shock detection. Lower out of range high voltage lead impedance was observed. A third shock was delivered successfully. The lead was capped and replaced. The physician also elected to replace the device. The patient tolerated the procedure well and will be followed normally.